Manufacturer narrative:
Additional information was added to d4, d9, h3, h4 and h6. D4: the lot # is 20j044, previously submitted as "ni". D4: the UDI # is (B)(4), previously submitted as "ni". H10: the device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to an untightened blue winged luer cap. A functional leak test was performed by filling the unit with green colored water. After fill and prime, the cap was hand tightened manually and the unit was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had leakage near blue winged luer cap. This issue was discovered during priming. There was no patient involvement. No additional information is available.